Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient experienced unspecified symptoms. The cgm was reading 40 mg/dl and the patient called an ambulance. The blood glucose reading was 600 mg/dl. The patient was diagnosed with dka and treated in ICU for 4 days. The patient was feeling fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.